Event description:
It was reported that the patient for follow up. Diagnosis revealed that the lead that had been placed for left bundle branch pacing caused a septal hematoma and ischemia. The patient had developed an effusion and was subsequently scheduled for revision. The lead was explanted and replaced. The patient was stable.